Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set tubing was leaking at t: lock, which cause the patient blood glucose levels was elevated to 250 mg/dl, therefore patient had received correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available